Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes notes output, capture, and sensing anomalies. Telemetry could not be established.